Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). (B)(6).

Event description:
The initial reporter received questionable elecsys ft4 iii assay results from: cobas e 801 module (s/n: (B)(4)), cobas e 602 module (s/n: (B)(4)), cobas e 411 module (s/n: (B)(4)), and a cobas e 801 module (s/n: (B)(4)). See attachment (B)(6) for results. It was unknown if the questionable results were reported outside the laboratory.